Event description:
Customer reported that autopulse chest compressor system received a user advisory message of 07 (discrepancy between load 1 and load 2 too large) which was unable to be cleared. No adverse event was reported.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem was confirmed. The bottom enclosure was damaged and the archive data exhibited numerous faults of ua45 (not at "home" position after power-on/restart) and ua7 (discrepancy between load 1 and load 2 too large). It was confirmed that load cell was at fault which would result in the autopulse device displaying a ua7. In addition it was also observed that the bottom motor was damaged. The damaged motor cover was replaced and the board passed final test. No adverse event was reported.